Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the emergency room with pocket swelling and the skin of the device pocket appearing red and pocket erosion. The physician explanted the entire implantable cardioverter-defibrillator. The patient was in stable condition throughout the procedure.